Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was charging their implanted neurostimulator this past weekend and the recharger cord and cable bec ame very hot and was almost third degree burn hot. Pt stated they were red but verified that it did not leave a mark on their skin. An email was sent to the repair department to replace the recharger. Agent sent an email to prs to update to prs.

Manufacturer narrative:
The product recharger with model ID 97755-s, serial# (B)(6) was received for product analysis. Analysis found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: codes has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received. The caller states that the pt was sent a new rtm to address heating while charging but the issue persists with the new equipment. The pt noted that now their controller is getting hot and their ins is getting hot during the charging process. The caller states the controller getting hot started last week. The caller notes that the recharger almost burned her skin, skin is read and irritated on the chest. Agent advised rep to consider shorter charge durations, shorter intervals.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient responded to the letter saying the cable got very hot when they were charging the device and that they were able to pull it off prior to causing a 3rd degree burn and that their skin was red. Pt also mentioned that they were sent a new charging cable then it happened again and they went to mdt. A new cable and controller were sent and that have fixed the issue.